Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user tried to inject the anesthetic agent into the catheter, which did not flow. Therefore the catheter and the snaplock adaptor were replaced.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported they could not inject through the catheter. The customer returned one snaplock adapter, one epidural catheter, and lidstock. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. The customer reported they could not inject through the catheter. The customer returned one snaplock adapter, one epidural catheter, and lidstock. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. The reported complaint of being unable to inject into the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the user tried to inject the anesthetic agent into the catheter, which did not flow. Therefore the catheter and the snaplock adaptor were replaced.